Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that air bubbles were observed in the cartridge tubing and infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 140 mg/dl.